Manufacturer narrative:
Previous admissions for infection: MFR # 2916596-2023-00425 and MFR # 2916596-2023-00423. Manufacturer's investigation conclusion: the patient was transplanted (MFR # 2916596-2022-16200). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2021 to (B)(6) 2021 with acute on chronic driveline infection. Computed tomography (CT) noted fluid collection. The patient underwent incision and drainage, as well as wound vac dressing. The patient was discharged home with antibiotics and wound vac.